Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that three out of five screws in the patient sheered off approximately one year after implantation.